Event description:
A power source alert 07 was reported by the customer, who was using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, which enabled the pump to begin charging. No further assistance was necessary.